Manufacturer narrative:
Manufacturer investigation conclusion: the report of a black leaflet breaking off of the tunneling adapter was confirmed via the evaluation of the submitted image. The submitted image depicted a tunneling adapter with one of the leaflets broken off. A specific cause for this event could not be conclusively determined; however, based on previous complaint history, this appears consistent with the leaflet being bent away from the central axis, ultimately leading to failure. The heartmate 3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The patient remains ongoing on heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received indicated that the patient was doing well on the floor and preparing for discharge.

Manufacturer narrative:
Approximate age of device: 0 days (occurred during operation). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a portion of the tunneling bullet broke off. The account noted that it is unknown if the portion broke off inside the patient or out but it was not recovered. The account attempted to look in the incisions and tunneled areas to locate the piece. The account could not locate the piece and the rest of the implant continued. An x-ray was performed post operation when the patient was considered stable, the account was unable to locate the piece and the search was abandoned. The account noted that a foreign body was potentially left in the patient.